Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not raise and lower. The site was unable to move the gantry up and down, and was having to move the or table. No impact to patient outcome was reported.

Manufacturer narrative:
H2: correction: based on further review, and additional information received, this does not meet further reporting requirements. The gantry was able to open and close without issue. The drive assembly was returned and analyzed. It failed ab isolation test, the motor wires were internally shorted. Bench testing showed, motor wires were shorted to the brake or thermal switch wires. Visual inspection showed, that both pulleys on the assembly were damaged. The small pulley was missing the outer belt guide. And the larger pully was bent. And there were circular gouges on the outer belt guide. Damage to pulleys occurred, when extracting the motor assembly from system. The assembly was damaged. Codes b01, c07 and d02 are applicable. Concomitant medical products: other relevant device(s) are: product ID: bi71000200, serial/lot #: rev. 2, s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed, that the gantry was able to open and close as expected.

Manufacturer narrative:
H3: a manufacturing representative, went to the site to preform a system check out. It was reported, that the machine does not move in the "y" direction, and there was a pulley damaged. Once the parts were replaced, the system was operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.